Manufacturer narrative:
No patient information provided as no patient was involved in this event. Event problem and evaluation: on 10-nov-2016, the site¿s authorized biomedical technician completed an imaging system check-out. The mechanical tests, imaging tests, and safety inspection passed; system performed as intended. The system control board assembly (pcba) and power sw board were returned to the manufacturer and an evaluation is currently in progress. System checkout performed by site's biomed.

Event description:
A site representative reported that the imaging system went into ¿initialing, please wait¿ mode when the door was closed. This issue was discovered outside of surgery; no patient was present.

Manufacturer narrative:
The suspect system control board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The power switching board was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.